Event description:
While transporting the pt on the ventilator, the ventilator circuit disconnected. After re-connecting the circuit without difficulty, the pt initially reports that she felt fine. The numerical values in the ventilators "value" fields now displayed "0". Within about one minute, the pt reports that it is getting hard to breathe. A new ventilator circuit is then put in place and the values display returned and the pt reports she can now breathe as before. Dates of use: (B) (6) 2010. Diagnosis: bipap ventilator support. Event abated after use: yes.